Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a cranial resection. It was reported that the microscope probe was not tracking. The site decided not to use it for the procedure. After the procedure was done the manufacturer representative was troubleshooting and once one they removed and re-added the microscope probe tool card and re-verified the instrument they were able to track and see the microscope probe. There was less than an hour delay in the procedure. No impact on patient outcome.